Event description:
The customer reported that the blue piston remained depressed after detaching a non-carefusion pre-filled 10ml syringe, resulting in normal saline leaking out of the valve. This valve was connected to a patient and there was no patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of a valve malfunction was confirmed. Visual inspection of the received sample observed no obvious damages or any issues. Functional testing was performed by attaching and detaching multiple syringes to and from the valve and each time the valve piston was observed slowly returning to its closed position. In addition, fluid was pushed thru the valve with the customer's concomitant syringe attached and the same results were observed, the piston slowly returned to its closed position. The root cause of the customer¿s report has been identified as an insufficient application of silicone during the manufacturing process due to flaws in the siliconization process or mechanical malfunction of the production mechanism.